Manufacturer narrative:
Compromised force sensor alarm received during basic occlusion test due to faulty force sensor resistor. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer was not able to troubleshoot due to not being able to get passed priming the pump. Customer was advised that insulin pump would need to be replaced.